Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that following implantable pulse generator (ipg) reprogramming, there was a drop in the patient's heartrate that required intervening with an external pacemaker. Loss of capture was suspected. Troubleshooting and reprogramming was carried out and the ipg remains in use. No further patient complications have been reported as a result of this event.